Event description:
It was reported the pt no longer received effective stimulation. Diagnostic testing showed invalid high impedances on 8 contacts. X-rays were taken and indicate a possible lead fracture. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.